Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump was making multiple beeping sounds and that her display was blank; however, when she pushes the act button the backlight turns on. The patient's blood glucose at the time of incident was 187 mg/dl. Troubleshooting was initiated for the constant tone anomaly. The customer confirmed that the time, battery, and reservoir went blank. The customer rested the insulin pump for twenty minutes and then changed the battery, but the battery failed to restore normal insulin pump function. An unexpected restart error alarm then occurred when she pressed the esc button; the customer was able to clear the alarm but stated that the buttons became unresponsive at that point. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank display or audio/beep anomaly was noted. The pump had unresponsive esc and act buttons due to an unlocked lcd keypad connector. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement test or verify the unexpected restart alarm due to the unresponsive button. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.